Event description:
The customer reported the coulter act diff 2 analyzer was failing platelet (plt) backgrounds during startup. The customer changed the reagents, replaced the red blood cell (rbc) count filters and cleaned the baths but the instrument continued to fail plt backgrounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that a defective choke on the red blood cell (rbc) bath was generating too many mixing bubbles in the bath. The fse replaced the choke, which repaired the failing plt backgrounds. The repairs were verified per established procedures. (B)(4).